Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2007141. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were identified. It is possible that this incident resulted from damage to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing facility or during the assembly process. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in experienced leakage. The following information was provided by the initial reporter: the nurse found that the syringe was leaking during the dispensing process.